Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000067051. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had inadequate pain relief. As a result, the leads were explanted and replaced to address the issue. The investigation did not determine which lead contributed to the inadequate pain relief.